Event description:
It was reported that this patient was admitted to the hospital for a system extraction surgical procedure due to erosion of the (B)(6) cardiac resynchronization therapy defibrillator (crt-d) system implanted on the patients right side which led to an infection. It was noted that the patient also had an abandoned concomitant implantable cardioverter defibrillator (ICD) system made up of products from other manufacturers implanted on their left side. The ICD system had been abandoned due to the device reaching end of life (eol) status and replaced with the crt-d system in 2018. During the extraction procedure, the left sided pocket was opened first, and a non-(B)(6) lead was being explanted when the patients systolic blood pressure suddenly dropped into the 50 millimeters of mercury range. Fluid and pressure resuscitation was performed but was unsuccessful. The patient exhibited pulseless electrical activity and cardiopulmonary resuscitation was performed but was unsuccessful. Resuscitation continued to be unsuccessful and after 30 minutes, the patient was pronounced deceased. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).